Event description:
It was reported that, during a procedure on (B)(6) 2022, the extension became stretched to such an extent due to friction between the ipg header and the extension. The extension thus experienced 2 micro fractures, resulting in 2 contacts becoming nonfunctional. The extension remains implanted as patient still has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.